Manufacturer narrative:
The phosphorus reagent lot number is 538810 and the calcium reagent lot number is 538822. The expiration dates were not provided. The field service engineer (fse) found a hole in the rinse mechanism tubing. The fse replaced the tubing, cleaned the reagent probe, performed mechanism checks, reproducibility testing, cell blank measurements, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphorus and calcium results for 4 patient samples on a cobas 8000 c702 module. On (B)(6) 2026, sample 1 had an initial phosphorus result of 9.17 mg/dl. The customer questioned the result as it did not match the patient's previous result. The repeat result was 4.03 mg/dl. On (B)(6) 2026, sample 2 had an initial phosphorus result of 13.02 mg/dl on module 2. The sample was repeated twice and the results were 2.6 mg/dl from module 1 and 2.6 mg/dl from module 2. A result of 2.51 mg/dl was also provided. Clarification on whether this was one of the repeat results or an additional repeat result was requested but not provided. On (B)(6) 2026, sample 3 had an initial calcium result of 7.15 mg/dl. The repeat result was 9.59 mg/dl. On (B)(6) 2026, sample 4 had an initial calcium result of 12.34 mg/dl on module 2. The sample was repeated twice and the results were 9.1 mg/dl on module 1 and 9.24 mg/dl from module 2.

Manufacturer narrative:
The qc and calibration recovery data provided was within specification. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.